Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(4) was performed which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for (B)(6) was performed which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
Carriage assembly-tube drive bent, iui- corrosion, barrel clamp assembly-crack, handle-crack and case front-crack. There was no patient involvement. (B)(4).